Manufacturer narrative:
Date of event: corrected to (B)(6) 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was placed due to left bundle branch block (lbbb). No further adverse patient effects were reported.